Manufacturer narrative:
No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted. No additional information provided.

Event description:
Medtronic received information that, while in a lead placement procedure, the lead was misplaced 4 millimeters in the medial direction. The imprecision was noted after a confirmation image acquisition. The lead was subsequently replaced. There was a reported delay to the procedure of thirty minutes due to this issue. No additional information was provided.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional.